Event description:
The customer reported a small amount of clenz leaked from near the retic area of the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noticed that the instrument was generating partial clog 2 (pc2) errors. The fse replaced solenoid sol60 to resolve the pc2 errors. The fse then observed a leak from the tubing between pinch valve vl64 and shear valve on backwash. The fse replaced the tubing to resolve the leak and verified the repairs as per established procedures. (B)(4).